Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia. The ambulance was called and the customer received unspecified treatment from a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 5 (indicating (indicating normal termination). Observed no failure modes upon visual inspection of the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Previous reports have been submitted (emdr-355510 and emdr-361006), however, the customer has recently followed up with adc customer service and the actual product issue is dspc-20 (sensor error message.) This report has been submitted to reflect updated information from the customer.